Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer's blood glucose (bg) was elevated; bg level was not provided. Cause was not known. Customer experienced diabetic ketoacidosis. Customer went to the hospital and was admitted to the intensive care unit. Reportedly, customer reverted to using an alternate method of insulin therapy. No additional information was provided regarding this event.